Event description:
Lap appendectomy. Reportedly, after firing, returned the black return knobs, but the jaws did not open. Removed the device with the tissue from the cavity. No further pt injury reported.